Manufacturer narrative:
(B)(6). (B)(4). This product is not approved for sale in us but a similar device with catalog number 905-137 and 510k number k011406 is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent 2-above 2-below fixation with spinal system for compression fracture at l4 on (B)(6) 2015. Corpectomy was also performed at l4 with a cage. On an unknown date post-op, the cage was found to be migrated into spinal canal. Emergency revision was performed on (B)(6) 2015, to remove the cage and to perform bone grafting and compression. Infection was also found. As per doctor, infection caused dislocation of the cage. Infection was not problem of implant.